Event description:
Information received indicates that restricted flow was noted through the product during the case and clotting was observed by the hcp in the cardiotomy and reservoir. The unit was replaced with no consequence, other than blood loss, reported for the patient.

Manufacturer narrative:
Analysis: the user indicated the device was discarded following the case and therefore is not available for return to manufacturing. Without product return, review is limited and no results can be provided. Review of the device history record shows the device met mfg specifications for product released to distribution. Event information shows device change-out took approximately two minutes with a patient blood loss of approximately two liters noted. While an exact cause for the reported flow reduction is unknown, it can be due to certain case or patient factors related to transient high-pressure phenomenon, as reported in the literature. Conclusion: no patient event and no product return. An exact cause cannot be determined for the reported product problem.